Event description:
Pt reported experiencing hyperglycemia of up to 470 mg/dl over the past week. Pt delivered insulin through the infusion device to correct hyperglycemia, but blood glucose was still elevated to 314 mg/dl after 3 hours. Pt changed the cartridge and infusion set and checked the basal rates, but this did not resolve the concern. Pt tested positive for ketones. Infusion device was not exposed to water or electromagnetic fields. Pt did not have an infection or start new medication. Normal blood glucose is 150 mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.